Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie failed to open, and the user was unable to issue medication. A technical support specialist (tss) remote in and restarted the application via task manager. The tss verified the user was then able to issue medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank, the cubie could not be opened. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported due to this event